Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that after sealing and cutting, the device was impossible to re-open. The device was locked on tissue and they could not open it. The vascular tissue was partially torn when they removed it. There was a little bleeding. They opened used another ligasure to complete the case. There was no pt injury.